Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01440 through 1221359-2022-01442.

Event description:
The customer reported three false negative results with the ID now covid-19 assay for three patients performed on (B)(6) 2022. This MFR. Report addresses patient one (1) and is one (1) of three (3). The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 tested on throat sample. Pcr confirmation testing was performed generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177805 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m177805 and test base part number 190-430 / lot m177805. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177805 showed that the complaint rate is 0.005%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.